Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During device analysis, it was noted that the void seal was broken. Rotational speed control is non-linear when decreasing from maximum rpm. The turbine pressure control knob requires extra turns before a) the pressure gauge reading registers a drop in pressure and b) the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 198 krpm from maximum of 220 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation of the device, the equipment was switched on and noted that the display rotation counter was totally appeared black. The operator tried to restart the device and the same problem was observed. All the functionality of the equipment was working properly, while the display is obscured. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During preparation of the device, the equipment was switched on and noted that the display rotation counter was totally appeared black. The operator tried to restart the device and the same problem was observed. All the functionality of the equipment was working properly, while the display is obscured. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).